Event description:
Customer reported that autoreader ii was showing increased amounts of negative optical density values on hbsag plates. No death or serious injury was associated with this incident. Note: during an audit of the complaint system, this complaint was determined to be a reportable event. This form is past the required 30 day reporting period.